Event description:
A report was received that after a non-device related fall the patient was having difficulty charging. X-ray confirmed that the ipg was right side up. The physician has recommended a revision.

Manufacturer narrative:
The x-ray taken at the hospital proved that the ipg had rotated in the patient's body due to the previous accident resulted in the difficulty coupling the charger with the ipg. Visual, electrical, performance and photographic tests were performed to ensure the device's functionality. The device exhibits normal device characteristics.

Event description:
A report was received that after a non-device related fall the patient was having difficulty charging. X-ray confirmed that the ipg was right side up. The physician has recommended a revision.